Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that her blood glucose reading was close to 1000 mg/dl. The customer stated that she had a seizure on the way to the hospital. Troubleshooting was performed and found that the time on the insulin pump was incorrect. The customer was assisted with correcting the time. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow, once the analysis has been completed.